Event description:
It was reported that patient experienced discomfort due to receiving an inappropriate shock for supraventricular tachycardia (svt). The right ventricular (rv) lead exhibited low defibrillation impedance which activated an over current detection (ocd) alert. Additionally, noise oversensing resulting in pacing inhibition was noted on the ICD and rv lead. Programming changes were performed to resolve the issue. The patient condition was stable.

Event description:
It was reported that patient experienced discomfort due to receiving an inappropriate shock for supraventricular tachycardia (svt). The right ventricular (rv) lead exhibited low defibrillation impedance which activated an over current detection (ocd) alert. Additionally, noise oversensing resulting in pacing inhibition was noted on the implantable cardioverter defibrillator (ICD) and rv lead. Programming changes were performed to resolve the issue. The patient condition was stable. New information received indicated a re-occurrence of noise oversensing was noted on the rv lead. On 24 mar 2026, the physician capped and replaced the rv lead. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
Correction: section b5 - the term "ICD" should have been written as "implantable cardioverter defibrillator (ICD)."